Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states that detection method in gif 1200n series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif 1200n series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a defective air/water supply. The device was inspected prior to use, the issue was found during an unspecified procedure, which was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed. In addition to the reportable findings in section b5, the following was discovered; air and water supply and water removal ability did not meet the standard value due to clogging of nozzle. The adhesive on the bending section cover had a chip, the adhesive on the bending section cover had a white-clouded area, the adhesives around objective lens had a white-clouded area, the adhesives around light guide lens had a white-clouded area, the plastic distal end cover had a scratch, the plastic distal end cover had a burn, the switch one had a scratch, the universal cord had a scratch, the universal cord had a wrinkle, the protector of universal cord on control section side had a scratch, the protector of universal cord on suction connector side had a scratch, the grip was shaved, the connecting tube had a scratch and the connecting tube had a wrinkle. The customer cleaned, disinfected, and sterilized the device before sent it to olympus. No delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. No abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle / channel with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.